Event description:
The customer reported that the system performed and uncommanded system shutdown. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterrupted power supply), intelligent shutdown pcb, and the generator interface board were evaluated and replaced. The system was tested and found to be working as intended and returned to service.